Event description:
Opened series 7000 standard tibial tray. 7115-0011 lot mmle2j. Surgeon noted what appeared to be scuff marks on the tray and the undersurface of the tray appears to be uneven and a little rougher than normal. I offered the option of a new tray from a previous case. The surgeon accepted the offer as he thought the tray surface looked uneven. The component was not removed from the original packaging and therefore not touched by scrub team.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The reported event represents a cosmetic concern. The device was reported to have scuff marks and an uneven surface. The DHR was reviewed and found the parts have 100% visual inspection of workmanship, indicating the device is acceptable. In addition, the returned device was inspected by the manufacturing cell who indicated the appearance is a normal part of the production process. The device meets all manufacturing requirements and there is no known device problem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Opened series 7000 standard tibial tray. 7115-0011 lot mmle2j. Surgeon noted what appeared to be scuff marks on the tray and the undersurface of the tray appears to be uneven & a little rougher than normal. I offered the option of a new tray from a previous case. The surgeon accepted the offer as he thought the tray surface looked uneven. The component was not removed from the original packaging and therefore not touched by scrub team.